Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to get any green lights on the telemetry portion on the monitor. Troubleshooting steps were taken to no avail. The patient was referred to clinic for follow up. The remote monitor is still in use. The device is still in use. No patient complications have been reported as a result of this event.